Manufacturer narrative:
The device is reported as returning for investigation. A follow up report will be completed after the return of the device and completion of the investigation. Three turbovac 90 arthrowands were used in the same procedure. Two additional medwatch reports will be filed under medwatch numbers 2951580-2009-00110 and 2951580-2009-00111 for additional devices.

Event description:
A clinical incident involving three turbovac 90 wands was reported to arthrocare corporation. During a hip arthroscopy procedure, the patient sustained third degree burn on left side of the hip, and burn occurred during use of the third wand. The burn was treated with a bandage. The patient was administered antibiotics. It was not known if the wand was attached to hospital vacuum at 200 to 400 mm hg according to the instructions for use.